Event description:
During right renal angioplasty, balloon of ultra-thin diamond balloon dilatation catheter ruptured at 5 atm. Physician unable to retrieve all balloon material despite multiple attempt/techniques. Ultimately, a decision was made to leave the material in the mid renal artery, but to stent to the vessel wall.